Event description:
Patient had left breast reconstruction after breast cancer surgery with a saline implant 4 years ago. Surgery on (B)(6) 2014 for a deflated left breast implant. The deflated saline implant was removed and replaced it with a 363lf 450cc serial # (B)(4). Duration of use: 4 years.